Event description:
Event [preferred term] false negative [false negative investigation result]. Narrative: the initial case was missing the following minimum criteria: no adverse effect. Upon receipt of follow-up information on 14feb2025, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 14feb2025, outcome "unknown", described as "false negative". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "false negative" associated to covid-19 and influenza ivd device. Causality for "false negative" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 01apr2025 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class- subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false negative, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. Additional information: a customer has reported that her husband performed a home test for covid-19 and influenza, which returned a negative result (the status of the three viruses was not specified). However, his symptoms deteriorated, prompting a visit to urgent care two days later, where he was diagnosed with influenza a. Follow-up (01apr2025): this is a follow-up report from product quality group providing investigation results. Follow-up (11apr2025): this is a follow-up report from product quality group. Updated information: health impact code updated. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] false negative [false negative investigation result]. Narrative: the initial case was missing the following minimum criteria: no adverse effect. Upon receipt of follow-up information on 14feb2025, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non hcp from product quality group, program ID: (B)(6). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 14feb2025, outcome "unknown", described as "false negative". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "false negative" associated to covid-19 and influenza ivd device. Causality for "false negative" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 01apr2025 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class- subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false negative, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk- 062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. Additional information: a customer has reported that her husband performed a home test for covid-19 and influenza, which returned a negative result (the status of the three viruses was not specified). However, his symptoms deteriorated, prompting a visit to urgent care two days later, where he was diagnosed with influenza a. Follow-up (01apr2025): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term], false negative [false negative investigation result], narrative: the initial case was missing the following minimum criteria: no adverse effect. Upon receipt of follow-up information on 14feb2025, this case now contains all required information to be considered valid. This is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A male patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious) with onset 14feb2025, outcome "unknown", described as "false negative". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "false negative" associated to covid-19 and influenza ivd device. Causality for "false negative" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information: a customer has reported that her husband performed a home test for covid-19 and influenza, which returned a negative result (the status of the three viruses was not specified). However, his symptoms deteriorated, prompting a visit to urgent care two days later, where he was diagnosed with influenza a. No follow-up attempts are possible.